Manufacturer narrative:
The lot number of the handswitch was not provided, as a result, the manufacture date of the device cannot be determined. It is not possible to determine the cause of the event w/o an eval of the device. Add'l info will be submitted if the device is rec'd and the quality investigation is completed.

Event description:
It was reported that a metal ring on a universal handswitch "fell off on the pt" during a procedure. The ring was retrieved and cleansed. During f/u, it was reported that the metal ring fell in the surgical site and a dose of antibiotic was given to the pt during the procedure. It was also reported the handswitch was sterilized prior to use. No adverse event was associated with the device.